Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and +p insulation resistance tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service eval, there was a damaged pulse wire inside the distribution node. The cause of the hi-pot test and +p insulation resistance failures is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on one of the cables. No adverse event resulted from the damaged wire. The last pt to use this electrode belt did not report any deficiencies.